Event description:
While doing a shoulder arthroscopy, the (shaver) device was being used intraarticularly for debridement. During the debridement a piece of the metal tip on the intraarticular shaving device broke off while in the shoulder joint. Dr. [Redacted] was able to locate and remove the broken piece without incident.